Event description:
On (B)(6) 2021 at 12:30 am, 16 patients received erroneous reports from the verily covid-19 rt-pcr test due to an operator error at the verily clia laboratory. On the evening of 9/9/2021, a pcr operator in the verily clia lab inadvertently placed, in the wrong orientation, a 96-well elution plate for individually extracted samples into the kingfisher, such that nucleic acid from the sample in well a1 was eluted into well h12. The samples were then processed through the rt-pcr portion of the workflow without further error and results were released. After confirmatory testing, the general supervisor notified the 16 patients of the error by phone and released the final, corrected reports to patients, physicians, states, and counties within 18 hours of the issue of the initial report. Please note that the issue of the erroneous reports is not associated with the performance of the verily covid-19 rt-pcr test. There were no reports of patient harm or injury. This MDR is being submitted beyond the 30d timeframe because this incident is not due to any performance issues with the covid-19 rt-pcr test and there is no report of any adverse events. The MDR is being filed after consultation with the FDA to comply with the requirements of the eua for the verily covid-19 rt-pcr test.